Event description:
It was reported to boston scientific corporation in 2005 that an excelon transbronchial aspiration needle device was used during a procedure performed in 2005 (patient age, gender and weight are unknown). According to the complainant, the needle failed to go back into the sheath, the doctor pulled it back through the scope causing the biopsy channel damage. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Although the complainant has indicated that the suspect device is being returned for evaluation, it has not been received. The device evaluation has not been performed; the cause of the reported malfunction is undetermined. Device not returned.